Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device tore. A second device was used and while the surgeon was pulling the ruptured appendix out thru the trocar, the pouch busted. The case was completed with hymonstate and removed the remains of the pouch with the appendix in the pouch. No patient consequence was reported. Both the pouches were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.